Manufacturer narrative:
Investigation: testing was performed at abbott diagnostics (B)(4) on retained kit lot m163059 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000 / lot m163059 and test base part number 190-430 / lot m163059. The lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot m163059 showed that the complaint rate is (B)(4). Abbott diagnostics (B)(4) was unable to determine an assignable root cause as the logfiles were not provided for investigation, however substances in the sample itself may have interfered with the reaction.

Event description:
The customer reported a false negative result with the ID now covid-19 assay. Confirmation testing on nasopharyngeal samples with pcr generated negative results. Additional information was requested but no additional patient information, including treatment and outcome, was provided.